Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test was performed and passed. A review of the share logs was performed and signal loss over one hour was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be the mobile device lost power. The reported event of signal loss over one hour is reportable based on event description. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).